Manufacturer narrative:
The device remains in the patient's eye; thus, date of implant is indicated. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop, inflammation and malpositioned stent are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due to the remnant of the cataract. MFR# (B)(4).

Event description:
It was reported that during a cataract plus trabecular micro bypass stent system procedure, the surgeon inadvertently implanted (1) of the two (2) stents in the scleral spur intraoperatively. At day one (1) postop examination, the patient presented with elevated iop, and the surgeon observed a ¿piece of cataract left in the anterior chamber (ac)¿. The surgeon suspected the cataract remnant as a contributing factor to the reported elevated iop. The surgeon conferred with glaukos medical monitor who reported the following. Reportedly, the iop appeared to be resolving on two (2) glaucoma medications, and that the reported elevated iop was likely related to ¿a small piece of cortex/nucleus in the ac¿. The patient was being treated to control the iop and a reported inflammation. Treatment options based on the patient¿s eye condition were discussed based and the patient was scheduled for follow-up. Additional information has been requested.